Event description:
A greenfield filter was implanted on (B)(6) 2002. On 6-jun-2017 it was noted that a perforation occurred and the filter was tilted. No patient complications were reported. It was further reported that a computerized tomography (CT) scan of the abdomen on (B)(6) 2017 revealed the superior portion of the filter abuts the left wall. Several anterior, lateral and posterior struts extend beyond the lumen of the inferior vena cava (ivc). A medial strut probably extend slightly beyond the wall of the ivc. One anterior strut is adjacent to the wall of the right common iliac artery but not grossly entering it. There is no fluid around the ivc or the arteries.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On (B)(6) 2017 it was noted that a perforation occurred and the filter was tilted. No patient complications were reported.